Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl. Customer reported that the previous infusion set ran empty. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. No further details were provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional updated information about use of the insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was not off the insulin pump for greater than 48 hours. The customer was briefly disconnected to do a infusion set change.